Event description:
After providing one defibrillation shock to a cardiac arrest patient, it was reported that the device gave the "leads off" message and stopped detecting ECG for a short period of time during the event. The responders continued to use the device and provided the patient care. The patient was transported to the hospital. The reported issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control reviewed the device event record download and verified reported loss of connection. However, physio was unable to duplicate the reported issue and observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause for the reported issue could not be determined.